Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the ventricular channel which resulted in pacing inhibition of two seconds. The involved right ventricular (rv) lead is a non boston scientific product. No adverse patient effects were reported. At this time, this device system remains in service.